Event description:
During full arrest, we had difficulty turning the camera off and on. After inspecting the station, we noticed that the button only responds when pressed firmly in right corner. This made it challenging to operate. No report of serious injury / harm to patient or user. No report of direct harm. No report of indirect harm. Not reported as having required intervention to prevent damage. Not reported as requiring hospitalisation - initial or stay prolonged by one day or more. No report of serious injury, disability or permaneent impairment. Not reported as life threatening. No death reported.